Event description:
It was reported that the cot did not lock properly in the powerload system. MFR's investigation is still ongoing; if additional info is received, a follow-up report may be submitted. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
Customer evaluated unit. MFR's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.